Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope did not complete a full cycle in the endoscope washer disinfectors (ewd) during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of the colonovideoscope did not complete a full cycle in the endoscope washer disinfectors (ewd) during reprocessing was confirmed. Based on the results of the investigation, the probable root cause was a clogged nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.